Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the blade was vibrated and wobbled at the end so was not able to be used on a patient, a replacement was opened and was fine, so must be a rogue blade. The vibrating device was not used on the patient. There was no injury to the patient.

Manufacturer narrative:
H3: visually, the middle tube was bent distal to the sheath when returned. There were indentions on the outside diameter of rotating hub when returned. There was no damage to the distal tip and no loose components. Functionally, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating at 500rpm excessive wobbling was observed. For further analysis, an x-ray was performed to observe the internal construction of the device and there was no damage in the spiral wrap. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: initially submitted codes fdm b17, fdr c20, fdc d16 <(>&<)> img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the blade was vibrated and wobbled at the end so was not able to be used on a patient, a replacement was opened and was fine, so must be a rogue blade. The vibrating device was not used on the patient. There was no injury to the patient.